Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# b)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4) implanted: (B)(4) 2009, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the battery stopped working in (B)(6) 2015. They patient said that they never had a battery that lasted the promised 5-7 years. They noticed different things like symptom return and feeling sick. They did not know if it was due to normal depletion, but it did not last the estimated 5-7 years they were told. No further complications were reported/anticipated.

Event description:
It was reported patient had a malfunction with the battery and it was replaced. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.